Manufacturer narrative:
Date received by manufacturer: 25sep2019. Date of report: 01oct2019. The touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and resistance ratio being out of specification led to the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen calibration failure. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 04sep2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touch screen assembly to address the reported issue. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen calibration failure. There was no patient or user harm reported.